Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one (1) unit of polyflux 140h, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture shows the product wet after priming with part of the product label. The reportable condition was verified. Should additional relevant information become available, a supplemental report will be submitted.